Event description:
It was reported that over the past few years, a decrease in the patient's speech understanding was noted. Testing was carried out in (B) (6) 2008 which showed zeros not in accordance with specification. Testing was carried out again on (B) (6) 2008, which showed 5 channels with increased impedances. Re-implantation surgery is planned for (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.